Event description:
It was reported that this right ventricular (rv) lead was explanted due it getting dislodged while the patient underwent a pulse generator change out for this system. A new device was implanted. No additional patient effects were reported.